Event description:
The customer reported that the tip of the device became damaged and fell into the patient cavity during a laparoscopic gastric bypass. The material was retrieved and there was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.